Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). Rupture: observed missing piece of shell assessed as inconclusive. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.